Event description:
It was the first sampling and not the fifth. During the first sampling, all channels showed 19 colony forming units (cfus) of pseudomonas aeruginosa along with the 11 cfu of an unspecified microorganism for all channels/100ml.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information regarding the cleaning disinfection and sterilization practices (cds) at the user facility, but no response was received from the customer. The device was evaluated. No abnormalities were found that could have led to the positive culture. The following defects were noted; the scope cover insulation was less than threshold, the bending section cover glue was clouded (white), the connecting tube was wrinkled, the electrical connector was corroded, the seat holder unit was damaged, and there was low angulation. These defects are not considered severe enough to cause a potential adverse event and therefore not reportable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer has not provided the cleaning sterilization and disinfection (cds) processes performed at the user facility however, this information has been requested. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The scope was sampled five times. During the first sampling, the scope tested positive for 40 colony forming units (cfus) of staphylococcus caprae and staphylococcus epidermis. During the second sampling, the scope tested positive for 49 cfus of staphylococcus epidermis. During the third sampling, the scope tested positive for 68 cfus of staphylococcus epidermis. During the fourth sampling, the scope tested positive for < 1 cfus of unspecified microorganisms. During the fifth sampling, the scope tested positive for 11 cfus of unspecified microorganisms. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.